Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suture cut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure the large suture cut needle driver instrument was found to have a broken cable. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis.